Event description:
It was reported to philips that upon rebooting the system for another issue, it was unable to boot, stalling at the countdown timer. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during emergency procedure. The procedure was aborted. It was reported to philips that the system was unable to turn on. Review of the logfile shows warning ¿using default adjustment for input; channel needs adjustment¿ confirming the reported malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found system had intermittent issues where it became stuck at the end of the boot-up process. The fse consulted with a support specialist and reviewed the logfile and found the source of the issue as the flexview pc. To resolve the issue, the fse replaced the pc after backing up all settings. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.